Event description:
It was reported that the patient fell 10 days post-op. Upon interrogation, no capture and low r-waves observed. Lead dislodgement suspected. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.